Manufacturer narrative:
Concomitant product ID 97740 product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that the patient programmer ¿did not work even when the buttons were pressed.¿ it was clarified that this meant that the programmer ¿did not start¿ and that the programmer was not able to turn on. It was noted that the ¿malfunction during normal use¿ and ¿deterioration over time¿ may have caused the event. The programmer battery was replaced in an effort to troubleshoot the event, but the issue remained unresolved at the time of report. The programmer was to be replaced in the future as a result of the event. There were no surgical interventions planned or performed and the patient was alive with no health damage at the time of report. No complications were reported or anticipated.